Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "the revision was done due to dislocation. No further information is available from the hospital." Spoke to rep: left hip, revision due to dissociation of the liner from the shell. Patient was revised from a trident constrained liner, size d with lfit v40 22 + 3 mm head to an mdm liner and insert with lfit v40 22 + 8mm v40 head.